Event description:
The customer reported that the system locked up during the boot process. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The control panel processor and gib pcb were evaluated and replaced. All system connectors and ffb were also reseated as part of the service event. The system was tested and found to be working as intended.